Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 to 36 mg/dl at the time of the incident. The customer gave themselves too much insulin using multiple pump boluses to treat for a high they were having. The customer was at 140 mg/dl at the time of admission, and 500 mg/dl at the time of the call. The customer was given soda, sugar, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as feeling unwell and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was hospitalized. The insulin pump will not be returned for analysis.